Manufacturer narrative:
Additional information was received that the failure does not affect the machine's ability to function. The alt o2 is working properly, just the numbers on the module are not readable. Therefore, there was no reportable malfunction.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient oxygen or fresh gas flow. There was no patient involvement.